Event description:
Pt had an undiagnosed femoral nexk fracture along with a distal 1/3 femoral shaft fracture. After doing a closed im naaaarling the femoral neck fracture was recognized. 2 asnis z 2 cznnnnnulzted screw were passed along side im rod. In placing the guide pin it broke off after impingining on im rod.... This is only the tip broke off.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.